Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. She stated that the insulin pump had not alarmed motor position encoder error and had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a stained end cap sticker.